Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 13x1.3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick balloon catheter was advanced to dilate the lesion. However, the balloon shaft was fractured 15cm from the physician. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number updated and corrected from 19192609 to 19243132. Device expiration date updated and corrected from 04/30/2019 to 05/31/2019. Device manufactured date updated and corrected from 04/27/2016 to 05/12/2016. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 13x1.3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the balloon shaft was fractured 15cm from the physician. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter from a different lot number than what was reported. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 13x1.3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the balloon shaft was fractured 15cm from the physician. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.